Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned components including the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. There was no abnormal observation found on the returned device that could have contributed to the reported event. The plunger, cuffs, link, needle tip and monofilament were not returned with the device, which may have aided in the investigation. The reported event could not be verified or confirmed because only the body of the device was returned. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. A cuff miss can be caused by tissue being too thick and certain anatomical conditions. There was no reported information that the patient had any conditions listed under the special patient populations section of the proglide instructions for use. A cuff miss can be influenced by several factors, including, but not limited to: failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing angle, rotating or rocking the device, not depressing the plunger to contact the body. There was no report of any abnormal user technique. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database did not reveal any other incidents reported from this lot. There are no lot specific product quality deficiencies. To assure that all products perform according to specifications the needle trajectory of every device is checked during manufacturing and a quality control audit inspection is performed to verify product quality. There is no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided